Event description:
A ventilator was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at third-party service center, a ventilator inoperative error code was found in the ventilator's downloaded error log. This device will be scrapped as per customer request, so no repair details were provided.